Event description:
Healthcare professional reported "breast pain due to rupture of device". This record relates to right side. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. ¿ pain: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ red particles observed in the surface of the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.